Manufacturer narrative:
Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional info received regarding this event after filing this report shall be filed on a supplemental MDR. The sample was received and visual inspections showed the knob was separated from the shaft component. Axial scratches and dents are located throughout the shaft indicating usage. The knob has deep dents on the top and sides; the hex feature has damages. Eval of the weld could not be completed due to damage. Material and hardness values were found within specification. Due to the noted damage, physical dimensional verification could not be completed. A review of the device history record did not show conditions that could have contributed to the reported event. This complaint is indeterminate from a mfg perspective.

Event description:
It was reported during cleaning in spd it was discovered that the knob was loose on the helical blade coupling screw fell apart.